Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrected data: updated h6 (findings, conclusions).

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. The root cause of the event was likely patient related factors. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was learned through implant patient registry that a patient with a 33mm 6900ptfx mitral valve implanted for three months was explanted due to dehiscence, severe perivalvular leak, and mild stenosis. The patient presented with congestive heart failure. A 33mm 6900ptfx valve was implanted in replacement. Per received records, the mitral valve was dehisced posteriorly from about 8:00 to 6:00. There was no evidence of infection. This appeared to be a mechanical dehiscence with sutures pulling of the tissue. Of note the patient had a very large native mitral valve that was far too large for the 33mm mitral bioprosthesis. The valve was replaced with subannular stitches that held more strongly. There was no perivalvular leak at the conclusion of the case. The patient transferred to the ctru in stable condition. The patient was discharged home on pod #7. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.